Event description:
Pt was having lap band surgery. The cause of death on the death certificate said heart, left diaphragm, and liver were punctured during the placement of the lap band, which caused severe bleeding, which caused heart failure. At the time of death, the doctor did not know why pt died.